Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements that were increasing gradually over the years. Technical services (ts) was consulted and noted highest value is 128 ohms which is high out of range. Ts suggested the possibility of bringing in the patient to clear current alert and increase alert to 150 ohms. This rv lead remains in service. No adverse patient effects were reported.